Event description:
--

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was only left ventricular (lv) pacing 19%. Technical services (ts) indicated there was pacing inhibition. The impedance measurements were noted to be stable; however, rather than being paced, there was in intrinsic lv amplitude. Ts suggested bringing the patient in to look for farfield oversensing or loss of capture. No adverse patient effects were reported. Additional information has been requested; however, no further information is currently available.

Event description:
Additional information indicated this device was explanted.

Event description:
Additional information confirmed there was oversensing the right atrium. Technical services (ts) was consulted and discussed programming options to mitigate the issue. No adverse patient effects were reported.

Manufacturer narrative:
At this time, this device has not been returned. If additional information is received, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.

Manufacturer narrative:
Our records indicate this device remains implanted. If additional information is received, this report will be updated.